Event description:
Device 1 of 4. Ref MFR report #s: 1627487-2012-06433, 06434 and 06435. It was reported the pt experiences heating and swelling at the ipg site whether recharging or not. It was also reported the pt has developed a rash and red spots at the ipg site. The pt is also experiencing muscle spasms that are controlled with the use of zanaflex. Incontinence is also an issue when stimulation is on. Attempts to gather add'l info were unsuccessful. No further info is available at this time. On (B)(4) 2012, st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.